Event description:
It was reported by service report that the velcro strips were missing from the litter surface. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - velcro.